Event description:
The paramedic/emt was using the lifepak 15 there was an issue with the unit. While this monitor was just service, during this event it currently showed heart rates varying 23-90, 60-93 (as examples. "Heart rate does not match/not accurate when four lead on patient." The paramedic/emt noted when looking at the EKG, that was not showing those rhythms. Additionally, when doing manual pulse checks, they do not match the monitor. No adverse effect to patient. Follow up: the last preventative maintenance was performed the week of the event by a contracted biomedical company. Our biomedical engineering department and the contracted company was contacted for follow up. Our biomed department tested the unit for both hr accuracy of sp02 and 4 lead. The unit tested as accurate. The unit was returned to service. There have not been other issues noted with the lifepak units that the contracted company performed preventative maintenance on. Our biomedical engineering did not find anything wrong with the unit and speculated that the most likely attribute the described issues potentially resulted as a condition of the patient.